Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of an erroneous high elecsys ft3 iii (ft3 iii) result for 1 patient sample tested on the cobas 8000 e 602 module. The customer provided the patient sample for investigation and it was tested on an e601 module, a cobas e 411 immunoassay analyzer, and a cobas 8000 e 801 module at the investigation site. It is not known if the erroneous result was reported outside of the laboratory. There was no allegation that an adverse event occurred. The e601 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site with the e601 module was 257857 with an expiration date of 31-jul-2018. The ft3 iii reagent lot number used at the investigation site with the e411 analyzer was 257857 with an expiration date of 31-jul-2018. The ft3 iii reagent lot number used at the investigation site with the e801 was 227001 with an expiration date of 31-mar-2018. The serial number for the customer's e602 analyzer and the ft3 iii reagent lot number used was not known. Further investigation showed that from the information provided a general reagent issue is not likely. The root cause for the reported erroneous high result possibly relates to a sample specific issue (pre-analytical preparation) or to a reagent specific issue (presence of foam/bubbles on reagent surface and/or system reagents).